Manufacturer narrative:
Correction: this file is no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
The customer reported leds do not illuminate. Pcu detected failure as well. There was no patient involvement.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leds do not illuminate. Pcu detected failure as well. There was no patient involvement.